Event description:
It was reported that while using the bd preset¿, the product lot and expiration date printing have defects. No patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 364413. Lot/batch #: 1341594. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for unit label print defect with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to unit label print defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unit label print defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.